Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise. Egm revealed oversensing for a brief moment with exercise. Ventricular sensing decreased from 12 mv to 6-9 mv. A chest x-ray was performed and subclavicular crush was suspected. Sensitivity was increased to 3 mv. Lead re- placement is scheduled.